Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer reverted to manual injections to address elevated blood glucose and for insulin therapy.